Event description:
Investigation results completed on a fluid warming/level 1 trauma fast flow systems - h-1200. No patient involvement as event occurred during pm testing.

Manufacturer narrative:
Investigation results completed on a smiths medical fluid warming/level 1 trauma fast flow systems . When device was visually inspected it was found the key sensor had damage due to fluid ingression along with damaged components. Additional issues were also found damaged drain valve and float switch installed temp check test fixture e5993 due may 2020. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer air detector keeps alarming air in line. No adverse effects were reported.